Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and verified the reported issue. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. As a result of this investigation, physio-control has initiated a field corrective action.

Event description:
The customer contacted physio-control to report that their device showed a visual service indicator. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control replaced the keypad and the issue was resolved. Unrelated repairs were also performed. The device passed functional and performance testing and was returned to the customer. Based on the available information the cause of service code a00b was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly.

Event description:
The customer contacted physio-control to report that their device showed a visual service indicator. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involved in the reported event.